Event description:
During the procedure, the sideport of the introducer sheath came apart during flushing. A new introducer was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing. A corrective action was initiated to address the failure mode for insufficient amount of solvent applied to the stopcock tubing prior to insertion, resulting in sideport tubing detachment.